Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed target lesion was in a non-calcified, moderately tortuous, left common iliac artery. A wanda 3.0-20, 135 balloon catheter was advanced to predilate the lesion. On the first inflation attempt, the balloon ruptured at 6 atms. The balloon was exchanged for a 6-40 wanda balloon, and the lesion was successfully dilated. The procedure was further completed with the implant of an unspecified sized wallstent ld. There were no pt complications reported with the pt's current condition listed as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).